Event description:
The patient's wife stated 2 weeks ago the patient had a low bs of 22. The patient was sweaty and weak. The patient's wife stated when the patient got up he fell. She did not give the patient any food or drink for fear of him choking. She called the paramedics who took him to the hospital where he was given an IV. The patient's wife stated the patient was given food. His bs would come up and then go down again. He stayed overnight. Once his bs stabilized at about 140 he was released. The patient's normal range is 140 - 160. The patient's wife said the patient does not eat enough.